Event description:
It was reported, that the patient presented for the for revision of the left ventricular lead. The patient had experienced a fall. And lead dislodgment was confirmed via chest x-ray. The lead was explanted and replaced. There were no patient consequences.